Manufacturer narrative:
At the time of troubleshooting on september 29, 2020, the customer care agent (cca) noted that the correct testing process was being followed and that the test strips were not expired or opened past their discard date. However, the cca noted that the test strips were stored in the bathroom. Replacement products were sent to the patient.

Manufacturer narrative:
On (B)(6) 2020, the patient contacted lfs to provide additional information. The patient claimed she began to feel symptomatic on the morning of (B)(6) 2020 and when she tested her blood glucose at 12:15 pm she obtained a result of "13.5 mmol/l." In response to the elevated result, the patient confirmed she took peanut butter; advice she found on the internet. The patient claimed that when she performed further tests with the subject meter on (B)(6) 2020, she obtained results of "12.5, 15.9 and 14.9 mmol/l." The patient claimed that the following morning at 11:14 am, she obtained a result of "13.1 mmol/l" with the subject meter and took peanut butter in response. The patient claimed that when she re-tested her blood glucose at 12:30 pm, she obtained a result of "14.3 mmol/l" with the subject meter. The patient confirmed that at around 2:36 pm at the emergency room (ER), her blood glucose tested "3.0 mmol/l" on the ER meter and "10.8 mmol/l" on the subject device. The patient stated that she received treatment of orange juice with extra sugar and cookies at the emergency room and that her blood glucose returned to normal after treatment. Block d1: brand name ot ultra2 meter. Block d4: serial# (B)(6); lot# 4608563. Block g5: 510k k053529.

Event description:
On (B)(6) 2020, lay-user/patient contacted lifescan (lfs) (B)(6), alleging that her unspecified onetouch meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation, since the patient was unable to be contacted for additional information. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020. The patient reported obtaining alleged inaccurate high blood glucose readings of "13.7, 14.3 and 15.2 mmol/l" with the subject meter. The patient does not have diabetes but suffers from low blood glucose. The patient stated that she was prescribed the subject meter to monitor her blood glucose levels more closely and claimed her condition had been stable since (B)(6) 2020 with her usual blood glucose range being around "4.0 to 5.0 mmol/l." In response to the elevated readings, the patient claimed she tried to lower her blood glucose with peanut butter and exercise. The patient reported developing symptoms of feeling "weak, tired and anxious" on (B)(6) 2020 after the alleged issue began and when she started to develop "other unspecified symptoms" on (B)(6) 2020 she proceeded to the emergency room (ER). The patient claimed her blood glucose tested "3.0 mmol/l" on the ER meter. It was not reported what treatment the patient received. The products were unable to be replaced as contact details for the patient were not provided this complaint is being reported because the patient reportedly experienced an acute low blood glucose excursion after the alleged inaccuracy issue began and it is not known what treatment the patient received at the emergency room. The subject meter could not be ruled out as a cause or contributor to the event.